Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2015 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number / catalog number: sc-8216-70, serial number: (B)(4), batch / lot number: 15201695, model / catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.